Event description:
It was reported that patient underwent right total elbow arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014 due to infection. The ulna bearing, condyles and humeral component were removed and replaced. Patient was further revised on (B)(6) 2015 due to infection. All components were removed and replaced with cement spacer molds.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso (B)(4). This report is number 2 of 5 mdrs filed for the same event (reference 1825034-2015-02147, 02149, 02150, 02151 and 02152).